Manufacturer narrative:
(B)(4). An attempt to duplicate the failure mode was made but without satisfactory results. If defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due to the lack of a product sample to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: when doing the final count at end of case, the staff noticed that one of the bullet needles was missing off the suture. They assume it was left in the patient. Nothing further was done. The patient's condition was reported as fine.